Event description:
It was reported to philips that the ECG malfunctioned. There was no report of patient involvement. The remote service engineer (rse) evaluated with the assistance of the customer and found that ECG cable needed to be replaced. Upon conclusion of the evaluation, it was determined that this was a malfunction of the ECG cable. The ECG cable was replaced to resolve the reported issue and the device remains at the customer site and no further evaluation is required at this time.